Event description:
The female patient was admitted in 2003 due to an acute stemi. The target lesion was the distal left anterior descending (lad). Patient received a 3.0 x 18mm cypher stent. There was 0% residual stenosis after stent implantation. Timi flow was 0 pre procedure and iii post procedure. The patient's stent has thrombosed twice, once in 2005 and most recently in 2006. To treat the thrombosis, balloon angioplasty was performed with a 3.0 x 15mm balloon at 14 atm. The patient was still taking plavix when the event occurred.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.